Manufacturer narrative:
This follow-up report is being submitted to relay additional information. One m2a-magnum mod head was returned and evaluated. Upon visual inspection the returned device has scuffing on the outer radius with no other visible damage to the device. There is no debris in the taper. Initial operative notes indicate patient underwent initial total hip arthroplasty due to osteoarthritis. Patient was noted to have very deep subcutaneous fat. No complications. Revision op notes indicate patient underwent revision due to pain with metal on metal components. Metal ion levels were noted to be elevated. A considerable amount of adipose tissue was present, but no signs or abnormal fluid collections or soft tissue damage was found there. No significant joint fluid noted. Stem was well fixed with no trunion corrosion. Cup was well fixed with no signs of damage to bearing surface. Active articulation bearing and head were implanted. No complications indicated. The device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The corrections contained within this report do not effect previous investigation conclusion. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported patient¿s right hip was revised approximately 7 years post-implantation due to pain and elevated metal ion levels. Intraoperative findings stated patient had metal-on-metal total hip replacement with well-fixed components. There was no damage to either the femoral stem and trunnion or the acetabular shell. Both were very well fixed and in relatively good position. There was no significant joint fluid noted. No signs of any infection, or any soft tissue masses or tumors noted. The entire capsule was fully intact after full inspection.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records found no recorded anomaly. Concomitant medical products - pn# 139252, ln# 348530, m2a-magnum 42-50 mm tpr insrt-6. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "particulate wear debris and discoloration from metallic and polyethylene components of joint implants may be present in adjacent tissue or fluid." Number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿

Event description:
Legal counsel for patient reported patient¿s right hip was revised approximately 7 years post- implantation allegedly due to pain. Legal counsel for patient further reported that during the procedure, metal debris was allegedly found within the joint. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.